Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, a tamponade was noted and the patient was noted to be hypotensive. There was no evidence during or directly after the procedure of the tamponade. The tamponade was not diagnosed until one hour after the procedure and was diagnosed via echocardiogram. The patient underwent open-heart surgery and was noted to be stable after. The perforation was thought to have occurred while delivering ablation on the mitral isthmus. There were no performance issues with the device.